Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead, lot#: unknown, implanted: (B)(6) 2025, explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that the trial was initiated on (B)(6) 2025 it was reported that their incision site began bleeding after they went home following the procedure. They have not changed the bandage, as they were instructed not to do so. The patient also reported that the wires on their back appear to be hanging loosely. The patient was advised to contact their doctor's office for further evaluation and assistance. They also notified their manufacturer representative (rep) the situation for additional support.